Event description:
End user states: replaced motors 4 months ago and now leaking oil. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxp serial number/date code unknown and the age of the device is unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information. Reportedly he noticed a leak described as a spot of oil the size of a dime and another leak to be about the size of a pencil eraser. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The motor has been replaced.